Event description:
It is reported that nail broke and pt was revised.

Manufacturer narrative:
The MFR did not receive the devices yet. The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, a f/u report will be submitted. (B)(4).